Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had low blood glucose level. Customer¿s blood glucose value was as low as 40mg/dl and as high as 256mg/dl and sensor glucose was 236mg/dl. Insulin pump will not be returned for analysis.